Event description:
It was reported that the patient presented in clinic for follow-up. A firmware upgrade was attempted for the pacemaker. During the upgrade the device went backup mode. The device was successfully restored. The patient was symptomatic with pacemaker syndrome. The symptoms ended after the device was restored to normal function. The upgrade was not performed.

Event description:
New information received states the patient felt a pounding over the device area and slightly lightheaded during while it was in the backup mode.